Event description:
A retailer contacted us regarding a consumer's allegation that a heating pad caused a second degree burn due to the heating pad shorting out.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. We attempted on numberous occasions to contact this consumer, but have not had any response. The pad has been requested from the consumer to determine if the incident arose from arouse/misuse of the pad (i.e. Bunching/folding/crushing).